Event description:
It was reported that a pta balloon ruptured at 18 atm during the second inflation. The pta balloon dilatation catheter was removed from the pt without incident. Upon removal, loose fibers were noted on the pta balloon. Another pta balloon dilatation catheter was used to successfully complete the procedure. No pt injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. There were no kinks identified on the catheter. Torn material was identified on the distal cone of the balloon. The torn material was bunched towards the distal tip of the balloon taking along circumferential fibers and exposing longitudinal fibers underneath. Unraveled circumferential fibers were also identified on the distal cone. The proximal cone of the balloon was examined under the microscope and a longitudinal rupture was identified. The eval results are confirmed for a longitudinal balloon rupture. It was reported that the balloon ruptured at 18 atm during the second inflation. The rbp for this balloon is 16 atm. The balloon was over pressurized causing the balloon rupture. The root cause is user related. The rated burst pressure for this balloon size is 16 atm. The current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure (rbp). Equipment requirement: luer lock syringe/inflation device with manometer (10 ml or larger).